Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 14-jun-2018 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in the incident, it was determined that drawer 5 did not open. A field service engineer powered off the station and removed drawer 5. A hard stop was observed, but no visible defects were found. The solenoid was reseated, and the rails were inspected, with no physical damage identified. The drawer was reinstalled, and the station was rebooted. Both rails were replaced, and the drawer was reinstalled again. However, the full-height cubie drawer still did not open smoothly. The fse fixed drawer 5, which was making a clicking noise and failed to open. The fse replaced the inseparable magnet and retractor band to resolve the issue.

Event description:
It was reported by the customer that a bd pyxis¿ medstation¿ es drawer was failed to open and user needs to pull it manually to open the drawer. The customer stated there was a delay to the patient's workflow. There were no adverse events or injuries reported based on this event.